Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim, fecal incontinence and gastrointestinal/pelvic floor. Patient reported therapy was turning off by itself. Patient stated patient kept the patient programmer (pp) in pp pouch. Patient stated patient was told never to touch the two buttons on the side of pp but patient doesn't have those buttons covered up. Patient stated when pp was left in the pouch the two buttons were the side are getting pushed. Patient stated then patient started having problems with symptoms returning. Patient stated when pp batteries go dead the device turns off in patient's body. Patient stated patient would check pp after putting fresh batteries in pp and patient doesn't see the lightning bolt. Patient stated when patient met with a nurse in hcp office the device was off after patient replaced pp batteries with fresh batteries. Patient then stated patient thought the device was turning off by itself. During these events, patient confirmed ins status with pp correctly. Patient stated patient would see the device was turned off when symptoms return. Patient was suggested to keep a journal of on/off incidents. Patient was redirected to hcp for additional troubleshooting. It was reviewed when pp batteries depleted that does not mean ins is turned off. It was reviewed pp would need to be against implant or pp antenna for the pp to communicate with ins and turn the device off and on. Patient was redirected to hcp to further discuss concern of device possible turning off on it's own. Patient stated patient would start keeping a log of ins turning off. No further symptoms or complications reported.

Event description:
Additional information received from the patient reported that it was not the device turning itself off by itself. The two gray were being pushed inside the pouch. Steps taken to resolve the issue were they put a foam over the top of the gray button and that seemed to have help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.